Event description:
Pt attempted to get out of chair at home, heard a "pop" in her left hip, immediately resulting in pain & deformity of left leg. X-ray revealed broken osteo plate and broken left femur. Device was originally placed 3 months ago.